Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when using a bd perfusion¿ syringe w/needle, the customer experienced leakage with the device. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that when using a bd perfusion¿ syringe w/needle, the customer experienced leakage with the device. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: two used samples from lot number 1803210 and one unused sample from lot number 1803211 were received for evaluation by our quality engineer. Upon visual inspection of the two used samples, leakage can be observed between the stopper ribs. The samples were disassembled and the stopper was observed correctly assembled to the plunger with no damages or defects observed. Visual inspection of the unused sample did not reveal any damages or defects. Ten retained samples of each lot number were obtained for further investigation. Upon visual inspection of these twenty retained samples, no damages were observed. Leakage testing was performed on the twenty retained samples and leakage did not occur. A device history record review of lots 1803210 and 1803211 did not reveal any deviations or non-conformances during the production of lots 1803210 and 1803211 that could have contributed to the defect of leakage. Based on the investigation, a cause for the reported issue could not be determined. This issue is not related to a manufacturing defect. Since no incidence has been found in DHR review, retained samples and unused sample received evaluated meet iso7886 annex d, a definitive root cause cannot be determined for leakage in this lot. No formal CAPA is required at this time.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that when using a bd perfusion¿ syringe w/needle, the customer experienced leakage with the device. There was no report of exposure, injury or medical intervention.